Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately two weeks post implant of the right atrial (ra) lead, that the lead exhibited high threshold and no capture. The lead was also noted to be dislodged and was right at the valve resulting in sensing the right ventricle (rv). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.